Event description:
It was reported that, during burn treatment, a patient treated with a combination of an unknown cuticerin dressing and an unknown jelonet dressing presented peri-wound skin redness and maceration. As this was noticed in a retrospective post market clinical follow up activity, further information is not available.

Manufacturer narrative:
Section b5 was updated. Section h10: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include application, removal, time left on patient, trauma, materials used within the dressing. No lot/serial number has been provided; therefore, a review is not possible. A complaint history review found other related events. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Internal complaint reference number: (B)(4)

Event description:
It was reported that, during burn treatment, a patient treated with an unknown cuticerin dressing presented peri-wound skin redness and maceration. As this was noticed in a retrospective post market clinical follow up activity, further information is not available.

Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause includes application technique; good wound contact is essential. Daily dressing changes are recommended. No lot/serial number has been provided, therefore a review of the device history is not possible. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Corrected data: h6 (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
Internal complaint reference number: case-2021-00054464-1. Section h6 (health effect - clinical code and health effect - impact code) was corrected.